Event description:
It was reported that the device was explanted due to early battery depletion caused by inappropriate therapy deliveries.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description included. The reported field event of premature battery depletion could not be confirmed. A longevity calculation was performed and based on the programmed parameters and usage info, the battery was found to be within expected longevity performance. No egm's were present in the device upon receipt. The cause of the inappropriate therapies could not conclusively be determined.